Event description:
Same case as 6000089-2007-00693 and 6000089-2007-00694. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician implanted three taxus express2 drug eluting stents to the mid left anterior descending (lad) artery, a 2.75x20mm, a 3.5x24mm and a 2.75x32mm, approximately six months ago. "Pt had stopped taking plavix. Thrombosis was found last week. Pt went to surgery for bypass." Add'l info regarding this event has been requested.

Manufacturer narrative:
Approximately six months ago. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.